Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -11.0/1.5/070 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced excessive vaulting. On (B)(6) 2023 the lens was exchanged with a shorter length lens and this resolved the problem. Cause of the event was reported as unknown and the device did fail to perform as intended.

Manufacturer narrative:
Claim# (B)(4).